Manufacturer narrative:
Device evaluation: the product was not returned for evaluation. The reported complaint was not verified. Manufacturing records review: the manufacturing records and complaint history review could not be completed as the serial number was unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
There was no indication of an explant. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that in at least five cases the haptics were getting stuck onto the optic. It was stated that they almost always spontaneously released. No additional information was provided to abbott medical optics.